Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while unspecified sensing issue was not confirmed. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that during implant that device interrogation revealed unspecified sensing issue and failure to extend on the helix on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.